Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to it's location. Surgical intervention was undertaken on (B)(6), 2023 wherein the ipg was repositioned. Effective therapy was established postoperatively.